Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device has not been returned for evaluation; however, medical records were provided and reviewed. Therefore, the investigation is confirmed for filter tilt, difficulty to remove, material deformation and is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: b5, h6(device: 2976 - material deformation), g4 h11: g1, h6 (results) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced difficulty to remove, tilt, detachment of device, and material deformation. This information was received from a single source. The malfunction involved a patient with no reported consequence. The 41 year old female patient was 277 lbs.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; however, medical records were provided and reviewed. The investigation is inconclusive for difficulty to remove, tilt, detachment, and material deformation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced difficulty to remove, tilt, detachment of device, and material deformation. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a female whose age and weight were not provided.